Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient implanted with an implantable pulse generator (ipg) died. The patient came in for follow-up the day before the death due to high ventricular rate episodes, which were determined to possibly be related to the medicine that the patient was taking and not related to the ipg. All other parameters were fine. The patient was discharge on same day and next day all of sudden collapsed and was pronounced dead. The ipg was not removed prior to cremation. Cause of death has been requested and not received.